Event description:
The respiratory therapy (rt) team leader reported the patient was in the ER on a monitor. The monitoring indicated the patient's oxygen saturation was decreasing. It was unknown what level the oxygen saturation decreased to. Nursing responded to the patient and reported the patient was disconnected from the patient circuit, and there was no alarm emitted from the ventilator. Hospital risk management reported the hospital incident report indicated both nurse and md responded to the patient and there was no ventilator alarm during disconnect. The patient was bagged which brought the oxygen saturation back up to 100% and put the patient on another ventilator. An hme was being used inline with the patient circuit. The ventilator setting for the low inspiratory pressure (lip) alarm was unknown. The patient suffered no permanent harm or impairment. Manufacturer's service technician performed evaluation and testing of unit. During evaluation and testing the ventilator functioned to specifications, including alarms.

Manufacturer narrative:
Risk management was informed of the reported hme inline, and that the hospital staff must be aware of setting ventilator alarms appropriately for each patient, and that the lip alarm should be tested when the ventilator is used on a patient, especially with other devices placed inline in the patient circuit. It was explained that if the lip alarm wasn't set properly, and the hme or some other obstruction such as the patient or bedding, etc. Was good to increase the gas flow resistance and keep the ventilator pressure above the lip setting that the lip alarm would not activate.